Event description:
It was reported that during use the impedance on the atrial lead changed and later exhibited low impedance. The rv also exhibited low impedance. Review of data suspected insulation failure for atrial and rv leads. It was also reported that an atrial lead alert triggered following an MRI surescan procedure, and appropriate polarity switch to unipolar on atrial and right ventricular (rv) lead occurred due to low impedance shortly after the MRI surescan. Revision of both leads was recommended. No patient complications have been reported as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the impedance on the atrial lead changed and later exhibited low impedance. The rv also exhibited low impedance. Review of data suspected insulation failure for atrial and rv leads. It was also reported that an atrial lead alert triggered following an MRI surescan procedure, and appropriate polarity switch to unipolar on atrial and right ventricular (rv) lead occurred due to low impedance shortly after the MRI surescan. Revision of both leads was recommended. No patient complications have been reported as a result of this event. It was further reported that additional data indicated impedance alert triggered. The atrial and rv lead were capped and remains in patient. Physician implanted on the opposite side, two new leads and a new pacemaker.

Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that additional data indicated impedance alert triggered (B)(6) 2016. The atrial and rv lead were capped and remains in patient. Physician implanted on the opposite side, two new leads and a new pacemaker.